Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone and unresponsive keypad. Every time the patient pressed the act button the insulin pump would prompt him to set the time and date. The patient's blood glucose at the time of incident was 139 mg/dl. Troubleshooting did not occur since the customer became angry and began to curse at the medtronic representative. The insulin pump was not returned for analysis at this time.